Manufacturer narrative:
Review of the log files showed no evidence of a device malfunction. The reported blood loss is due to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting air alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. Facility staff have been notified and will provide add'l training regarding troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.